Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the bottom case cracked in the battery compartment and cracked plunger case. Event history log confirmed a ¿check clutch/plunger lever¿ error message occurred. Functional testing was able to replicate the reported issue; the pump exhibited ¿check clutch/plunger lever¿ during occlusion testing. The root cause as determined to be a missing washer on the leadscrew and incorrect assembly. The missing washer on the leadscrew was installed and the drive train was correctly re-assembled. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a check clutch lever error. There was unknown patient involvement.